Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard on 5 sofia 2 analyzers. Immediately after the first run, one minute later, the same 5x retained devices were tested on 5 sofia 1 analyzers. All devices yielded valid and accurate negative results on all analyzers at the 15 and 16 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported 1 alleged false positive sars result, and negative upon repeat with the same cassette on a different analyzer. No confirmatory testing performed. Tested on an asymptomatic patient (off label at the time).